Event description:
As the pt sat up, the stabilizer on the board broke and tilted pt off the table. On checking the board, the metal attachment to hold it to the treatment table had come off (screws were stripped). Approx age of device: 18 months. Device use @ radiation therapy.